Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer contacted a technical support engineer (tse) at the start of the procedure and reported that they kept getting a non-recoverable fault. The tse reviewed the live logs and the high side switch fault was pointing to universal surgical manipulator (usm) 3 with 48 volts at the universal backplane (ubp). The tse walked the customer through multiple hard power cycles of the patient side cart (psc) with no change. The tse then walked the customer through inducing the port clutch switch on usm 3 with no change. The tse logged in remotely to disable armnet 3, but armnet re-enabled on power up and system continued to fault. The onsite connection then dropped offline. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the flex (part# 372829-50/serial# (B)(4) and card cage (part# 372189-15/serial# (B)(4) but the issue persisted. On (B)(6) 2022, the fse replaced the proximal set up joint (psuj) (part# 380660-26/serial# (B)(4), distal set up joint (dsuj) (part# 380662-25/serial# (B)(4) and universal surgical manipulator (usm) (part# 380647-33/serial# (B)(4) of arm net 3. This resolved the 32101/1161 errors on the arm net. Other parts failed to ship by (B)(6) 2022 so fse returned on (B)(6) 2022 and replaced psuj (part# 380660-26/serial# (B)(4), dsuj (part# 380662-25/serial# (B)(4) and usm (part# 380647-33/serial# (B)(4) of arm net 2, which resolved the 32101/1161 errors of the arm net. The system was tested and verified as ready for use. Isi received the flex (part# 372829-50/serial# (B)(4) involved with this complaint and completed the device evaluation. Failure analysis investigation found that the reported failure of "error 32101" could not be reproduced. However, the error/fault was confirmed via field logs. The unit was plugged to a system to bypass arm 3 flex outer pitch and was able to start in normal mode, be clutched and go through full range of motion with no errors. The unit will be scrapped as there is no process in place in the facility to do the repair or final test of this unit. Additionally, isi has received multiple components for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the unilateral inguinal hernia repair procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer could have aborted or converted after the start of the procedure due to them getting a non-recoverable fault. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the proximal setup joint (psuj) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint pointing to suj z axis. Psuj was moved to the patient side cart (psc) fixture test platform pftp machine and was failing to identify nodes b and c. After trying golden axes controller setup (acu) printed circuit assembly (pca) with no fix, a vertical harness and setup fru upper (sfu) were tried and passed all tests. As a fix, the vertical harness and sfu will be replaced.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6, and h10. Isi received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer reported complaint. The usm came in with an error code 32101 / 1161 pointing to the 48v within usm 3. This was confirmed to have happened in the field through logs and was replicated in house. The field replaceable unit (fru) was tested on the in-house system in normal mode where it triggered error code 32101. The usm was also tested on the patient side cart (psc) fixture test platform (pftp) and it triggered a 319 failure code for the fiber test and check all boards present. The failure analyst performed a-b-a testing using golden axes controller motor (acm) printed circuit assembly (pca) which resulted in a passing result, the original acm pca was reinstalled and failed which confirmed the acm pca was defective. The failure analyst checked for any type of fluid intrusion, debris, or possible connections with flat flex cable's (ffc) throughout the insertion spar with nothing to be found. As a fix, the acm pca will be replaced to address the customer reported problem. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation found that the unit came in with an error code 32101 and 1161 within usm 2, and the error pointed to the 48v, ac_xa. This was confirmed to have happened in the field through remotefe, but was not replicated in house. The fru was tested on the in-house system in normal mode where it triggered no error codes. The unit was also tested on the pftp and triggered no failure codes. The unit was also tested with the dsuj and psuj on the system in normal mode where it triggered no error codes. The failure analyst checked for any type of fluid intrusion, debris, or possible connections with flat flex cable's (ffc) throughout the insertion spar with nothing to be found. As a precaution, the following fru connector pogo-pin (fcp) pca, axes controller arm (aca) pca, and wire harness will be replaced to address the customer reported problem. Isi received the distal setup joint (dsuj-part# 380662-25/serial# (B)(6) ) involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the customer reported complaint. According to the report, the unit had experienced multiple errors, but the logs didn't show the reported errors. When installed on the system, no errors were triggered. It was installed on the pfpt machine and passed all tests. As a precaution, the setup fru lower (sfl) pca will be replaced. Isi received the dsuj (part# 380662-25/serial# (B)(6) ) involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the customer reported complaint. When installed on the system, there was no error triggered. The unit was tested in the pftp machine and the unit passed all test. As a precaution, the axes controller tornado (act) pca will be replaced. Isi received the cardcage involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the customer reported complaint. From the case note, replacing the cardcage did not resolve issue, but was kept on the system. The cardcage was installed and tested on the printed circuit assembly (pca) test system. The system started up without any error. All the gantry motors moved the full range of motion without any issue. The system ran 50 power cycles with this part and all passed. The cardcage remained on the test for 4 hours in normal operation and there was no error reported. This part could not reproduce the error. On visual inspection, the jackscrews on the backplane j100 connector were broken and the backplane needed to be replaced. Isi received the proximal setup joint (psuj - part# 380660-26/serial# (B)(6) ) involved with this complaint and completed the device evaluation. Failure analysis investigation was able to confirm and reproduce the reported failure of error 32101. The psuj was put on the system and ran with the arm net set that was returned (proximal, distal, usm). Further investigation in the logs proved the errors/fault were confirmed via the field logs. The unit proved to be faulty after triggering errors on the system. The unit was also placed on the pfpt machine and failed to program properly. As a fix, the axes controller setup (acu) will be replaced.

Event description:
Refer to h10/h11 for follow-up information.